Manufacturer narrative:
Concomitant product: product ID 8731, lot # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in thailand regarding a patient with an intrathecal baclofen pump implanted. The pump contained lioresal 2000 mcg/ml and delivered a dose of 400 mcg/day. The reporter did not know the lot number of the lioresal; the therapy dates were not reported. In (B)(6) 2015, the patient underwent a pump replacement due to the pump nearing eri (elective replacement indicator). After the replacement, the dose was reduced to 200 mcg/day. The patient seemed to be happy with the new pump. Then, the patient was having a change in therapy effect and complained of worsening/increased spasms. The neurologist confirmed the dose was reduced and the patient seemed perfectly fine. In (B)(6) 2015, the patient fell down from his wheelchair; the patient's wife indicated the fall happened because of the increasing spasms. Due to the fall, the patient's leg was broken. On 10/26/2015 information was received from a company representative that a dye study was performed on 10/24/2015 and the results were not clear. There was no kink or leak identified by the neurosurgeon. There was no leak at the pump connector. At the catheter connector in the back, there may have been a kink but there was no leak. Dye was seen from the catheter tip in the intrathecal space. A x-ray image from the contrast study showed a sharp turn/bend in the catheter. There were no events noted in the event logs. There have been no alarms heard from the pump. The pump reservoir volume had not been checked but was being considered as well as performing a roller study. Patient outcome was not reported. Other medications the patient was taking at the time of the event were not reported. Patient medical history was not provided. Additional information was received from a company representative who indicated after the replacement, the dose was reduced to 200 mcg/day from about 300 mcg/day of lioresal because the patient claimed that he had best effect in the past at a lower dose of about 200 mcg/day so the physician; neurologist had reduced it at the patient's request. The patient complained of worsening symptoms (increased spasms) after the pump replacement for more than a month. It was also reported the drug and csf could be easily aspirated from the catheter access port during the catheter dye study. The pump reservoir volume was not checked. A roller study was performed on (B)(6) 2015 and it showed that the rotor had been moved after the 10 mcg in one minute bolus dose. Additionally, the neurologist decided to reduce the daily dose slowly until it was 225 mcg/day before the rotor study performed on (B)(6) 2015. The patient's spasticity and spasms were getting worse significantly. It was better after the single bolus done after the rotor study. The patient claimed that the problem should be the drug quality that the hospital injected in his pump. No actions or interventions had occurred to date. The patient's increased spasms had not been resolved. The catheter lot number could not be provided. On (B)(6) 2015, the representative reported that the patient's spasticity and spasms had been resolved according to the neurologist just by increasing the daily dose for the patient. They did not want to analyze for any further pump and set function test. Additional information was requested for indication for use. Should additional information be received a supplemental report will be filed.

Event description:
A company representative additionally reported that the indication for use regarding the pump was for managing the patient's spasticity.